Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil and rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.